Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and e1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps raiser of the duodenovideoscope was not properly moving up or down. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material and the grip, control unit, right/left knob, up/down knob, and scope connector were dirty. The report is being submitted due to foreign material on the forceps elevator and the dirty parts found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the customer complaint was not confirmed; however, the forceps raising angle did not meet standard value due to a cut on the forceps elevator wire. In addition, evaluation found water tightness was lost due to deformation of the right/left knob and the scope connector, water could not be supplied due to clogging of the knob pipe, the nozzle was deformed, the adhesive of the bending section cover was detached, the bending section cover was discolored, the connecting tube, universal cord and light guide lens were scratched, the image guide protector was cut, the suction cylinder was shaved, the switch box, scope cover and connector cover had a dent, there was low angulation, and the knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.